Event description:
Rptr is a respiratory therapist that provides postural drainage therapy with the gk-3. The MFR instructions include a warning not to use in one area for more than a few mins because could cause muscle damage. However, there are no warnings for the therapist. The rptr used the gk-3 at 10 min interval/pt, every 4 hrs and 4-6 pts per night/shift. User is required to hold with both hands (palm) to control device due to the long handle on the percussor. After 6 months, the rptr experienced tingling in hands. Consulted with dr's and continued to use device until diagnosed with carpal tunnel (both hands) 6 mos later by a hand specialist. Rptr elected to try conservative therapy including cortisone injections. Therapy did not resolve symptoms. Rptr had surgery on left hand in 2002 and surgery on right hand is scheduled. Rptr continues to experience tingling in right thumb and index finger. Rptr no longer uses device and has been off work. Rptr concerned about users of the device and the need for research/MFR warning to protect from work related injuries. Rptr asking for add'l info from FDA re: research and approval of this type of device.